Manufacturer narrative:
(B)(4). The complaint rt380 adult dual heated evaqua2 breathing circuit is currently en-route to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow up report upon completion of investigation.

Event description:
A healthcare facility in ireland reported via a fisher & paykel healthcare (f&p) field representative that a rt380 adult dual heated evaqua2 breathing circuit failed the pre-use leak test. There was no patient involvment.

Event description:
A healthcare facility in ireland reported via a fisher & paykel healthcare (f&p) field representative that a rt380 adult dual heated evaqua2 breathing circuit failed the pre-use leak test. There was no patient involvment.

Manufacturer narrative:
(B)(4). Method: the complaint rt380 adult dual heated evaqua2 breathing circuit was received at fisher & paykel healthcare in new zealand for evaluation and was visually inspected and analysed. Results: visual inspection of returned circuit revealed no damage to any part of the breathing circuit. The leak test performed also revealed that the breathing circuit was within specification. Conclusion: we were unable to determine what may have caused the leak test to fail as reported by the customer, as no fault was found with the returned device. All rt380 adult dual heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The subject adult breathing circuit would have met the required specifications at the time of production. Our user instructions that accompany the rt380 adult dual heated evaqua2 breathing circuit state the following: "ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Check all connections are tight before use."